Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0sq76, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor experienced erosion and the device ruptured the skin. Erosion was noted on (B)(6) 2015. The implantable neurostimulator (ins) was expelled from the body and the doctor removed the ins and part of the lead on (B)(6) 2015. The doctor cut the lead and wanted to know if the lead could be left in place. No potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.